Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center image was not displayed. There were no reports of patient harm or injury.

Manufacturer narrative:
New information added to the following fields: h4, h5, h6 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was not displayed occurred due to a defective printed circuit board. Additionally, it was noted that the battery on the printed circuit board had run out. Olympus will continue to monitor the field performance for this device.